Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the radiolucent drive device and the reported condition that the device stopped working and had component damage was confirmed. An assessment was performed and it was determined that the device showed traces of heavy manipulation with pliers. It was determined that most likely the tool coupling unscrewed when the device was not handled according to specifications. There was a manipulation of self-made disc and probably followed by reassembly of the tool coupling. It was determined that this activity had to be linked to an unauthorized repair which can be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the tool coupling of the radiolucent drive device unscrewed and was reassembled. It was noted that the device was received dismantled with one glass bearing and a foreign part which had similarities with a glass bearing disc but was made from plastics. It noted that the device showed traces of heavy manipulation with pliers, the glass bearing on the other hand did not show signs of wear. Some dents were detected on the bevel gears, but no teeth were broken. It was determined that most likely the tool coupling unscrewed when the device was not handled according to specifications. There was a manipulation of self-made disc and probably followed by reassembly of the tool coupling. It was noted in the service order that during an open reduction internal fixation (orif) surgical procedure for femur the radiolucent drive stopped working. It was reported that the surgeon took apart the radiolucent drive because he thought that the gear part of the device had some problem. It was reported that the surgeon repaired the gear with what was in the operation room. The radiolucent drive worked properly. It was reported that there was a 30-minute delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The surgeon commented that the gear had been worn. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.